Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the blood glucose was high that it did not register on the meter. The customer's mother stated that they were throwing up and they almost had to go to the emergency room for diabetic ketoacidosis. The customer's mother declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.